Event description:
It was reported that the patient experienced an overdose which included feeling lightheaded. The patient felt a "sudden release of medication while she was driving up a mountain pass which almost caused her to black out and crash her car". She was pulled over by the police who observed her before letting her go but wouldn't let her drive. This occurred at the end of july prior to her appointment in 2008 for follow-up. The patient had also experienced nausea and diarrhea for 3 days and pain "so bad she cannot get out of bed for 3 days". The symptoms have been noted for about 2-3 weeks; this has occurred multiple times. The patient was at home; expressed concern for her health. The pump contained morphine (pf morphine sulfate). The patient was scheduled for a pump refill on a month later. Additional info has been requested from the hcp, but was not available as of the date of this report.